Manufacturer narrative:
Device involved was not returned so therefore, an evaluation of it could not be performed. The DHR was reviewed and this confirmed that the device met all material, manufacturing, assembly and performance requirements.

Event description:
Pt rec'd a total hip implant on approx (B)(6) 2009. Then, on (B)(6) 2010, the pt came in with a periprosthetic fracture. At this time, the greater trochanteric reattachment device was implanted to correct this fracture. Then, on (B)(6) 2010, it was identified that the pt had a broken greater trochanteric reattachment device. Revision surgery took place on (B)(6) 2010. The broken device was removed and the fracture was reduced and stabilized with proximal femoral plate, screws, cables and bone graft. Femoral stem remained in place without noted loosening.